Event description:
Note: no pt involvement. It was reported to boston scientific corp that a rf 3000 radiofrequency generator was being used during a demonstration. According to the complainant, when the console was switched on, error code "h07" was displayed. The unit was cycled off then on, which cleared the error code. However, the console failed to output energy.

Event description:
Note: no patient involvement. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was being used during a demonstration. According to the complainant, when the console was switched on, error code "h07" was displayed. The unit was cycled off then on, which cleared the error code. However, the console failed to output energy.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device MFR date is unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).